Manufacturer narrative:
An event regarding infection involving a triathlon cs insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: clinician review indicated that infection is primarily a procedure-related complication, generic to every arthroplasty with sometimes additional specific patient-related risk factors. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock on 09-jan-2015 with no reported discrepancies. -complaint history review: chr review confirmed that there were no other similar reported events for the reported lot or sterile lot. Conclusions: clinician review indicated that: infection is primarily a procedure-related complication, generic to every arthroplasty with sometimes additional specific patient-related risk factors. Further information such as medical records, x-rays and pathology are required to further investigate this event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Left knee was infected. Surgeon did a poly exchange while he washed out the knee.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #7 l-cem; cat# 5510-f-701; lot# a3b7e. Triathlon prim cem fxd bplt #7; cat# 5520-b-700; lot# aje6c. Triathlon asymmetric x3 patella; cat# 5551-g-401; lot# nwd6. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left knee was infected. Surgeon did a poly exchange while he washed out the knee.